Event description:
Order written for: panorex please when able. Night nurse and pharmacist unfamiliar with what a panorex is. Pharmacist did a literature search and found an orphan drug on micromedex. Info sent to floor for further action in am. Daytime staff determined that order was for panorex x-ray rather than drug.